Manufacturer narrative:
One used device was received and evaluated. Testing found that the clave at the secondary port was completely torn off. This was due to the design of the clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that during priming prior to patient use, an unspecified volume of solution leaked onto the floor. A visual examination at the user facility found the reported port entry at the cassette of the tubing set was open/broken. No specific details were provided. The tubing set was replaced. Multiple unsuccessful attempts have been made to obtain additional information.